Event description:
Same patient as MFR report #: 2134265-2009-06772, 06773, 06774. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced unspecified chest pain requiring hospitalization. The index procedure treated the 80% stenosed, 2.75x14mm lesion of the mid lad (left anterior descending). Treatment consisted of predilatation and placement of a 2.75x16mm taxus liberte stent resulting in 0% residual stenosis. In 2009, the patient experienced unspecified chest pain and was hospitalized. The patient was discharged one day later. According to the investigator, no intervention was performed and the event was not related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.